Event description:
It was reported the patient received an inappropriate shock due to t wave over-sensing. Re-programming was done, the device remains in use, and no further patient complications have been reported as a result of this event.